Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 257mg/dl. A systems check was started with tandem technical support, the customer declined to complete troubleshooting and no additional information was provided.